Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with influenza and high fevers. The patient was suspected of having a new neurologic insult as the patient was much less responsive than he had been previously and his fever was out of proportion to his level of illness. The patient was consulted and started on tamiflu without improvement. A computed tomography (CT) was done on (B)(6) 2022 which showed a new left holohemispheric acute subdural hematoma with 5 mm of left to right subfalcine herniation. No surgical intervention was recommended as the patient's prognosis was grim even prior to this neurological insult due to the patient's previous large intracerebral hemorrhage. Hospice and withdrawal of care was recommended. Palliative care was consulted and worked with the family to reach care goals for the patient. The patient was set to do not resuscitate (dnr)/ do not intubate (dni)/ no shock/ no advanced cardiac life support (acls) medications. The family did not want to turn off the lvad or the pacemaker at the time. It was requested that further care not be provided as the patient was already started on levophed for pressure support and it was requested that the current dose of the medication not be increased. The patient was previously started on bipap (bilevel positive airway pressure) for hypoxia and hypercapnia. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the hm3 lvas patient handbook (phb), are both currently available. The hm3 lvas instructions for use (IFU) lists potential adverse events, including bleeding, stroke, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the hm3 IFU, ¿patient care and management¿, outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Although the patient's infection was not device related, section 1 of the IFU lists infection as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.